Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up appointment in (B)(6) 2024, this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms) in bipolar settings. At that time the device was programmed too unipolar. During the most recent follow up appointment, this rv lead exhibited over-sensing of myopotential noise, several episodes of pacing inhibition due to unipolar configuration. The physician reported that this patient is not pacemaker dependent. The physician suspects damage at the pin. X-ray imaging did not reveal any signs of breakage, and all other parameters are within normal range. At this time the rv lead remains implanted. The physician noted a plan to perform surgical intervention in the near future. No adverse patient effects were reported.